Manufacturer narrative:
Corrected data: device code 1494: off-label use (previous laser refractive eye surgery). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.5/167 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.